Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that new orders were not crossing from epic to station. A technical support specialist (tss) dialed into the server and restarted several local services, including bd data synchronization services and ran structured query language queries for station-server communication. At the time, memory usage was at 84% and central processing unit usage at 43%. Extract transform load (etl) processes were running without delay. However, login attempts to the es server failed due to a security certificate error. The tss had contacted the hospital and spoken with the hospital's information technology team to verify whether patients and orders could cross, but the customer had confirmed that the issue still persisted. The tss requested a server reboot, the specialist followed knowledge article (pyxis es server reboot process and validation) to reboot the application server. Following a successful reboot of all-in-one server, the bd services were restarted, including bd data synchronization. A final check of the server communication showed all current. Debug logs from ad synchronization revealed an error: error occurred while fetching internet protocol address of host. And the customer stated hospital team would be working on it and gave permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server all new patient information and order was not crossing from epic to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.